Event description:
It was reported the patient never had therapeutic effect. The reporter stated the pump was supposed to be "flush", but the pump was turning on the side and was not flat like it was supposed to be. It was noted the pump was implanted on the right side and it had been sticking out and hurting the patient since implant. It was further noted the patient spoke to their healthcare professional (hcp) about having the pump removed because the pump kept turning around and the patient tried turning it with their hands. It was noted the patient was in bed on the date of the report. It was further noted the patient gets refilled every six months and the pump was last refilled on (B)(6) 2013. The reporter stated the pump may be very low. It was noted the reporter did not know the dose, but the pump was set ¿very very low.¿ the reporter stated the pump would be ¿dry¿ by (B)(6) 2014. It was noted the patient¿s hcp stated the patient needed to go for refill by (B)(6) 2014 and that the patient would be in the hospital if the pump did not get refilled. The reporter stated the pump was refilled every three months before they moved. It was noted the patient could not walk and they had to use a cane and wheelchair. The reporter wondered if the patient was getting any medication since the setting was ¿very very low¿. It was noted the patient had ¿lots of medical problems.¿ the pump contained morphine. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0177993r, implanted: (B)(6) 2001, product type: catheter. (B)(4).